Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: " customer confirms that the 1 fn was for the sars-cov-2 analyte and not flua/b. "

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer confirms that the 1 fn was for the sars-cov-2 analyte and not flua/b."

Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. The following fields were updated with corrections: a.2. Date of birth: (B)(6) 1984. Age: 38 years. B.3. Date of event: (B)(6) 2021.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. A repeat test was performed using pcr and the result was positive. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " customer confirms that the 1 fn was for the sars-cov-2 analyte and not flua/b. "

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1197689. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false negative was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.